Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due a pocket infection. Reportedly, patient has a dementia and picked the surgical glue off the incision site resulting to redness and swelling of the pocket. The patient was treated with antibiotics. There was no additional adverse patient effects were reported. This rv lead was explanted. Additional information indicated that the incision site was mildly irritated, and observation was advised by the physician. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the b5: description of the event; h6: patient codes for irritation.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due a pocket infection. Reportedly, patient has a dementia and picked the surgical glue off the incision site resulting to redness and swelling of the pocket. The patient was treated with antibiotics. There was no additional adverse patient effects were reported. This rv lead was explanted.